Manufacturer narrative:
The problem could be traced to optical fiber failure. We aware that the fibers was not in use on the patient when a crack was noted in the fiber and it would not fire. The laser shocked the nurse's fingers when she was attempting to see if it would fire. We are waiting for more information.

Event description:
The optical fiber had a failure that did not allow to use it properly. No adverse effects to patient were reported.